Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of third firing. Changed to another reload and still had the same problem. The jaw of the device could not be opened. The surgeon changed to another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Knife, release button post, shrouds. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung. What color cartridge was being used? Na. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. How was the device removed from the tissue? With higher force. Was there any tissue damage when the device was removed? No. Is there any other additional information you would like to share about this device or procedure? No. The device was returned with the closing trigger and anvil closed. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components; both release button posts were noted to be broken and the right handle was found broken at release button area. This damaged is possibly cause by applying excessive external force over the release button. After further analysis of the tube the knife was noted to be jammed. In addition, several b-form staples were noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.